Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this patient implanted with this pacemaker was symptomatic while going on hikes as their heart rate increased quickly. Technical services discussed programming optimization options. This device remains in service. Additional information was received with allegations of the patient feeling dizzy. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this patient implanted with this pacemaker was symptomatic while going on hikes as their heart rate increased quickly. Technical services discussed programming optimization options. This device remains in service. No adverse patient effects were reported.